Event description:
The pump was returned for investigation. Investigation revealed a dim, faded, discolored display. This report is made based on results of investigation completed on 05/28/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: device evaluation: on investigation, the display was found to be dim, faded and discolored.